Event description:
Same case as 2134265-2010-02139. It was reported that following a coronary artery stenting procedure, the patient expired. The lesion being treated was a 3.0mm, 90% stenosed, 50mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation using a 3.0x20mm balloon and successful placement of two (3.5x24mm and 3.0x32mm) taxus express2 stents. The stents were post-dilated with the pre-dilatation balloon. Post ivus was performed showing the stents were well expanded, and there was no gap between the stents. The patient was discharged the next day without any anginal symptoms. At 482 days after the index procedure, the patient experienced difficulty breathing due to accumulation of fluid (pleural effusion). According to the physician, the patient had pleural effusion prior to the index procedure. Therefore, this event was unrelated to the taxus stent. The patient was hospitalized. Drainage of the left pleural space was performed and the patient was discharged 5 days later with the event resolved. At 0226 days later, the patient went to another facility for hemodialysis. The details regarding the death are unknown as the patient expired at the other facility. It is unknown if the patient death was related to the taxus stent.

Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient reportedly experienced dizziness with stimulation of the device. The results of a CT scan indicate the device is in proper position however, there is gas in the vestibule. The results of an integrity test indicate that the device was functioning according to manufacturer¿s specifications. Per the physician, the patient underwent fistula repair surgery in 2009. More information has been requested, but was not available at the time this report was filed.